Event description:
Ous MDR - after an implantation time of about 49 months, it was reported that the pacemaker displayed the error message regarding the power consumption being too high. The following interrogation turned out to be unremarkable (battery status 75%, remaining service time 11 years).

Manufacturer narrative:
The device was returned for analysis in the meantime: upon receipt, the pacemaker first underwent a status interrogation, and the memory content of the implant was analyzed. The analysis of the memory content showed a slightly increased current uptake of the device since (B)(6) 2014. In general, a warning message is displayed to the user at the programmer in case of increased current uptake. The battery status was still 'ok' and met expectations after an implantation time of 50 months. The pacemaker's capability to provide therapy was checked. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed behavior according to specifications in regard to its device functions. In a next step, the pacemaker was opened and the components of the electronic module inspected. The battery was still sufficiently charged. In addition, a damaged capacitor was identified, which caused increased power consumption and then led to the clinical observation. The component was removed from the electronic module, and the current uptake then proved to be as expected. There were no other causes for the increased current uptake than the damaged capacitor. Furthermore, the manufacturing process for this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly, and the power consumption of the pacemaker, in particular, was unremarkable. In summary, the clinical observation resulted from a slightly increased current uptake, which was caused by a damaged capacitor of the electronic module. The check of the production history showed that the device functioned properly at the time of shipment.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents and the returned memory excerpt. The manufacturing process for this device was reviewed. The production documents do not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The returned memory excerpt was analyzed, and an excessive current uptake by the pacemaker was confirmed. The detected current uptake is not as expected. Based on the existing device data, the cause of the clinical observation could not be determined; therefore no prediction on the further development of the current uptake and thus the remaining device operating time can be made. For a more detailed analysis, it is necessary to examine the pacemaker.